Manufacturer narrative:
This 3500a form, report number . Is an identical copy of failed 3500a form submission, report number 3009144-2023-00004 originally submitted on 01dec2023. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid . This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2023 patient was implanted with a remede device. On an unknown date the patient was seen in the physician office for a wound check. On (B)(6) 2023 notification from the physician to field team that the patient required an explant of the remede device 11/14/2023 due to a pocket infection. Further details are pending. No zoll respicardia personnel was present at the explant.